Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 11-oct-2024 to ensure the products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the original products. Customer went to see her doctor last thursday (B)(6) 2024 (scheduled appointment) because she needs a cgm. Customer stated that her insurance won't cover the cgm -she will use the true metrix products.

Event description:
Consumer initially called to set up the date and time on meter. Husband is calling on behalf of the customer. After setting up date and time, caller stated that customer had obtained hi, but he stated that his wife stopped using the meter few months ago. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Customer doesn't have the test strips she was using when she had obtained the hi. The meter memory was not reviewed for previous test result history.